Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taken to the emergency room (e.r.) On (B)(6) 2016, for elevated blood glucose (bg) level (550 mg/dl) and diabetic ketoacidosis (dka). The customer received insulin and fluids intravenously while in the ER. After 7 hours the customer was admitted to the hospital on (B)(6) 2016. The customer was released from the hospital on (B)(6) 2016. The customer stated they believed the possible cause of the elevated bg level was the infusion set site however, the customer could not be sure. Customer stated they had changed their site and went straight to bed prior to experiencing the elevated bg level. It was unable to be confirmed if there were any issues with the site as the customer stated a third party removed the infusion set.

Manufacturer narrative:
Corrected data: in addition to what was initial reported.